Event description:
Dealer states und user snapped the right bolts that hold the legrest attaching hardware. He puts all his weight on the right hand side because of his condition and the pressure over time snapped the bolts per the dealer.